Manufacturer narrative:
Additional information had been received, and new svns (mmt-332a and unomedical) had also been added, which were not included in the initial report. The information had been provided in the section below with this follow-up report. B2- unchecked the box for other serious (important medical events) and checked the box for required intervention to prevent permanent impairment/damage (devices). B5 - updated sumary. D10 - updated concomitants. H6 - updated health effect impact code 4614 for self-treated by the customer for health effect clinical code 1912 and added health effect impact code 4614 for emergency medical service(ems) for health effect clinical code 1912. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was treated through emergency medical service for hypoglycemia. The event involved products unk_sensor and unk_ngp, mmt-332a, unomedical. No product return is required for unk_sensor and unk_ngp, mmt-332a, unomedical.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and bleeding at insertion site. The customer has also alleged for receiving change sensor alert and sensor updating alert. The customer reported blood glucose value of 40 mg/dl. The event involved products unk_sensor and unk_ngp. Troubleshooting was not performed for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test. Customer was advised to try another sensor. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for unk_sensor. Frn-unk_reservoir-rsvr, unomed inf set, mds-unk_sensor-snsr.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.